Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported event was due to the patient's underlying condition, patient resistance to medication or a silk road medical device, hence it will be reported out of an abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that after a left transcarotid artery revascularization (tcar) procedure, the patient experienced cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed and after the patient was stabilized, they experienced hypotension and the patient's ejection fraction (ef) was 5 percent. Imaging revealed a small thrombus in the stent. The physician elected to re-line the stent with a third party stent (gore viabahn). Additional information indicated that the patient was compliant with dual antiplatelet therapy (dapt) and it is unknown if a p2y12 platelet function test was performed. There were no dissections or other procedural issues reported and the patient did not experience any stroke symptoms. The reported event of cardiac arrest is related to the patient's underlying condition, and not related to a silk road medical device. At this time, it is unknown if the reported thrombus event was due to the patient's underlying condition, patient resistance to medication or a silk road medical device, hence it will be reported out of an abundance of caution.